Manufacturer narrative:
Per the clinic the patient experienced infection at implant site; subsequently the device was explanted (date not reported).

Manufacturer narrative:
This report is submitted november 8, 2017.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Troubleshooting revealed open circuits on all electrodes. Subsequent re-programming attempts were made; however, the issue could not be resolved. The implanted device currently remains insitu. Revision surgery is planned; however, has yet to occur as of the date of this report.